Event description:
A caller reported a malfunction on the pump caused by a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the caller in resetting the pump, which resolved the issue and did not recur. The customer was instructed to report any future malfunctions, and they acknowledged the instructions.